Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 13.8 mmol/l and 3.2 mmol/l. Customer had hypoglycemic symptoms of feeling lightheaded at the time of these results. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of the meter's memory, a result of 13.2 mmol/l was found compared to the result of 3.2 mmol/l.